Event description:
It was reported that angiography was performed in the circumflex artery, after which a balance guide wire crossed the lesion successfully; however, when an attempt was made to advance the voyager balloon catheter on the guide wire, the catheter became stuck in the descending thoracic aorta and would not advance further. The voyager balloon catheter was replaced for a new balloon catheter, which again became stuck in the same place as the previous catheter. The balance guide wire was removed and a small "lump" was observed on the guide wire located near the junction of the guide wire where the stiff end transitions to the floppy distal end. A new balance guide wire was used to cross the lesion and the procedure was completed successfully with no more issues noted. There were no adverse patient effects reported; however, the procedure was delayed because of the need to re-cross a new guide wire to complete the case. No additional information was provided. This is being filed based on returned goods lab analysis which revealed a ball of unknown fibers on the guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager 2.0x12 mm, guide cath: jl4, sheath: 6f cordis. Evaluation summary: evaluation of the returned guide wire found blood and contrast on the coils. There was a kink in the shaping ribbon 3.5 millimeters (mm) proximal to the tip ball, possibly due to tip shaping. There were offset coils proximal to the center solder for a length of 8mm, possibly due to handling or maneuvering the wire during the attempts to advance the balloon catheters. There was a ball of fibers on the core at the proximal end of the hypotube. There was corrosion on the tip ball and on the center solder. The corrosion appears to be due to transportation back to abbott vascular for evaluation, and does not appear to have contributed to the reported difficulty. There was no other damage noted to the guide wire. The balloon catheter used during the procedure was not returned. The tip ball and solder joints were not measured due to the corrosion noted. A laser micrometer was used to measure the maximum outer diameter of the core proximal of the hypotube and this met manufacturing. The outer diameter measurement at the ball of fibers was 0.04040 inches. An attempt was made to back load the guide wire through a new balloon catheter and was not able to back load past the ball of fibers on the core. The tip was tugged on to confirm the core and shaping ribbon were intact. The chemical analysis found that the ball fibers on the core at the proximal end of the ht balance hydro guide wire contains two types of fibers: some resembling a type of cellulose and some resembling a type of polyester. Origin remains as unknown for both types of fibers. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs in process testing such as 100% visual inspection and outer diameter inspection or destructive testing such as verifying guide wire reversibility. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for difficult to position or irregular appearance reported for this lot. Overall, a conclusive cause for the origin of the fiber ball could not be determined; however, there is no indication to suggest a product quality deficiency.